Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-15015. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) and the right atrial (ra) leads were dislodged. Both rv and ra leads were removed and replaced. The patient was in stable condition.